Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the unit had cuff breakage. The customer indicated that a cuff leaks occurred and the device was replaced. It was reported that at an unknown date and time, the patient passed away.